Event description:
Additional information received that this device was explanted.

Event description:
Boston scientific received information that this product was part of a system infection. An explant procedure was performed and the leads were extracted. Evidence suggests that the product remians implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.